Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age at time of the event unknown / not provided. A4: patient weight unknown / not provided. D1: brand name unknown / provided. D4: additional device information unknown / not provided. G4: premarket identification unknown / not provided. H4: device manufacturer date unknown / not provided. Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted. Event occurred in portugal but was reported by a doctor located in germany.

Event description:
It was reported that two biomet implants were placed between (B)(6) 2021 and (B)(6) 2022 in portugal. On (B)(6) 2022 during a stay in (B)(6) (germany) the patient went to his former doctor due to discomfort in one of the implants. Doctor performed x-ray but the implant was not removed. After that, the patient went to the clinic in portugal due to screw loosening on (B)(6) 2022 and screw was re-tightened, and again due to loosening on (B)(6) 2023 and the screw was re-tightened again. This report is to capture the loosening screw.